Event description:
It was reported that after "slitting the lv lead delivery, the pin of the [atrial lead] was bent at a right angle." Although the lead was attempted, it was not used. There were no patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) connector pin bent; (B) (4) full lead; outer insulation breached/cut.